Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an multiple occlusion alarms occurred. Reportedly, the customer cleared the alarm and successfully resumed insulin delivery. Additionally, it was reported that the pump time was incorrect by 13 minutes; cause was unknown. Tandem technical support assisted customer in correcting pump time and successfully resuming insulin delivery. Customer's blood glucose level was 275 mg/dl to 280 mg/dl.